Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned button error alarms over two days leading up to the call. Customer reported that the display froze then an button error alarm was returned. Customer did not recall any specific events leading up to the error, but stated that the insulin pump may have been exposed to high temperatures. Blood glucose level was 154.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. No unexpected audio beep anomaly noted. Unit passed self test.